Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that they experienced an allergic reaction while wearing the aligners. Requested additional information and for patient to send a letter of recommendation (lor).

Manufacturer narrative:
There was more information provided by the patient on (B)(6). The patient alleged that 9 weeks ago they got constipated, and he got hemorrhoids from it. They had breathing and respiration issues, got a cat scan and found out they have rectal cancer. Patient alleged that a friend of theirs recommended that they stop wearing the aligners. Once they did this, they alleged they "did not feel toxic anymore". He could not work; he was in pain all day every day. He had to take the plastic out of his rectum. Patient alleges he is a very healthy person, and it was caused from the aligners.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.